Event description:
Procedure: left upper arm av fistula revision. Reportedly, the drape caught fire, during procedure. The patient sustained first and second degree burns to their right chin and around their right ear. Plastic surgeon stated that there was no need for any grafts and the burns will heal without scars.